Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed air in line with the cassette attached. There was a large amount of air in the line (after the filter) and in the IV bag. The dose was four hours late by the time the tubing was changed and the next dose was set to resume therapy. There were no apparent ill effects for the patient.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A review of the device history records could not be completed as no lot number was provided by the customer.